Event description:
It was reported to philips that the flexvision monitor would not turn on, preventing live image displays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) connected with the customer remotely and identified that the fuses in the b-cabinet had tripped, caused by a short circuit in the monitor ceiling suspension (mcs) subsystem. A philips field service engineer (fse) inspected the system on-site and confirmed that the flex vision monitor in the examination room was not displaying an image. Upon troubleshooting, the fse determined that no voltage was present and the fuse in the b-cabinet was found to be defective. Although the fuse was replaced, the flex vision monitor failed again immediately after the monitor was powered on. To resolve the issue, the fse replaced the flex vision monitor. The system was returned to use in good working order and ready for clinical use. Further analysis of the flex vision monitor was not performed, as the replaced component is not available. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system's instructions for use warn the user not to utilize the system if they suspect that any part of the system is defective and provide information on how to verify system functionality. As the device was not in use at the time the issue was identified, the user would not identify this issue prior to utilizing the system. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.